Manufacturer narrative:
Product event summary: data from the device was received and analyzed; the device was also returned and analyzed. Analysis of the performance data showed that the device reached the recommended replacement time (rrt) or a battery voltage less than or equal to 2.6251 volts on 2012 (B)(4). Weekly battery voltage trend data showed a minimum battery voltage equal to 2.628 volts to 2.608 volts between 2012 (B)(4) and 2012 (B)(4) . Additionally, low battery voltage alerts occurred on 2012 (B)(4) and 2012 (B)(4). Analysis of the device did not detect any performance issues, but the calculated longevity result of 84% is less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Product event summary: the save to disk of the device was received and analyzed. The analysis revealed time of recommended replacement time (rrt) on the save to disk was (B)(4) 2012. The weekly battery voltage trend data showed a minimum battery equal to 2.628 to 2.608 volts between (B)(4) 2012. There were three low battery voltage alerts (B)(4) 2012. (B)(4).